Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 10atms on the third inflation during post dilation of a non-bsc stent. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic proximal left anterior descending artery. The device was removed from the pt intact. The procedure was successfully completed with another balloon. Pt status is listed as "good".

Manufacturer narrative:
.